Manufacturer narrative:
Name: abbvie inc. Address: 1 north waukegan road. City: north chicago. State: illinois. Zip code: 60064. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an insulin flow blocked alarm due to occlusion event on 20 mar 2026. The blockage is located in the tubing which led to the parkinson's symptoms. No further information is available.